Event description:
It was reported that during a bariatric procedure, during all the firings, the stapling line did not close. The staples were open and as a result the tissue was open causing bleeding which demanded the necessity for converting from a laparoscopic to conventional procedure. It was not reported how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
Date sent: 08/14/2009. Information anticipated, but unavailable at this time.